Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection procedure. The rep indicated that the small active cranial frame long cable had a recognition failure. There was no reported surgical delay or change in patient outcome.

Manufacturer narrative:
Corrected to read healthcare professional as report source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial MDR was filed on the system instead of the instrument. Correct instrument information provided. The cranial active frame was returned to the manufacturer for analysis. The cranial active frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.